Manufacturer narrative:
This follow-up report #1 emdr is being submitted to FDA for a reportable event that occurred inside the USA. The report includes additional information not available/included in the initial report. Additional information: g6 - type of report - noted as follow-up #1 h2 - type of follow-up - noted for additional information h6 - added codes for manufacturer's investigation: type; findings; and conclusion. The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. The product was not returned and appearance check was not performed. We couldn't review of the manufacturing record of the product because the serial number wasn't available for investigation. The exact root cause was not determined. However, based on the available information and our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Event occurred in USA. Capsular bag tear / rupture. Posterior capsular tears occurred upon insertion immediately. Problem code: a26 - insufficient information.

Manufacturer narrative:
This initial emdr is being submitted to FDA for an event that occurred in the USA. Posterior capsule rupture is indicated as a potential adverse event related to iol implantation, as stated under the warnings section of the product's instructions for use (IFU). Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending device return and completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Event occurred in USA. Capsular bag tear / rupture. Posterior capsular tears occurred upon insertion immediately. Problem code: a26 - insufficient information.